Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Occupation: cath lab manager additional email address: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4) h3 other text : device not returned.

Event description:
It was reported that on (B)(6) 2023 the patient presented to clinic with new onset accelerating angina and was admitted directly to cardiac telemetry. The patient underwent a cardiac catheterization on 1june2023 revealing critical distal left main, ostial/proximal left anterior descending artery (lad), ostial left circumflex artery (lcx) stenosis and moderate right coronary stenosis. Left ventricular (lv) function was preserved. The patient remained hemodynamically stable and chest pain free. Cardiothoracic surgery was consulted and transfer to another facility was activated. Cardiothoracic surgery did request placement of intra-aortic balloon (iab) prior to transfer. On (B)(6) 2023, the patient was brought to cardiac catheterization laboratory for placement of iab. A 8 french sheath was placed in the right common femoral artery. However, the customer was unable to insert a 50cc iab through the sheath hub. They felt that perhaps the hub of the sheath was defective or there was a defect of the iab tip that would not allow the insertion of the iab through the sheath. They upsized the sheath to a 9 french sheath and once again attempted to insert a second iab through the sheath. With significant difficulty, they were able to advance the iab into the descending thoracic aorta. A 1:1 augmentation was instituted and the patient was transferred. There was no patient harm or adverse event reported.